Event description:
There was an allegation of questionable results for multiple assays from the cobas e 801 analytical unit. The samples were repeated when qc performed afterward was out of the acceptable range. Patient 1 initial elecsys estradiol iii result was 52.7 pg/ml and the repeat result was 36.7 pg/ml. Patient 2 initial estradiol result was 31.9 pg/ml and the repeat result was 16.7 pg/ml. Patient 3 initial elecsys anti-tpo result was 115 iu/ml and the repeat result was 60.5 iu/ml. Patient 4 initial anti-tpo result was 38.2 iu/ml and the repeat result was 9.93 iu/ml. Patient 5 initial anti-tpo result was 38.2 iu/ml and the repeat result was 12.5 iu/ml. Patient 6 initial anti-tpo result was 38.2 iu/ml and the repeat result was 11.8 iu/ml. Patient 7 initial anti-tpo result was 38.2 iu/ml and the repeat result was <9.0 iu/ml. Patient 8 initial elecsys anti-tg result was 26.4 iu/ml and the repeat result was 15.0 iu/ml. Patient 9 initial anti-tg result was 103 iu/ml and the repeat result was 75.5 iu/ml. Patient 10 initial anti-tg result was 102 iu/ml and the repeat result was 76.9 iu/ml. The repeat results were believed to be correct.

Manufacturer narrative:
The estradiol reagent lot number was 75304700. The anti-tpo reagent lot number was 77880000. The anti-tg reagent lot number was 73597100. The expiration dates were not provided. The field service engineer found the blank cell calibration had shifted. He performed preventive maintenance and replaced the measuring cells and seals. He performed a new blank cell calibration and instrument checks. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.